Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the vertek arm was very worn with nicks and scratches over the entire surface of the instrument. As reported, the arm will not lock down completely. Mechanical failure, malfunction - will not tighten, directly caused event.

Event description:
A medtronic representative reported a site vertek arm that would not lock properly. There was no patient present when this issue was identified.